Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reported alleged the pump pushed insulin out during the load step. The patient reportedly filled the same cartridge and again during the load step the entire contents of the cartridge was pushed out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 10/23/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed two "no cartridge detected" warning recorded 10 days after initial use of the pump. A rewind, load and prime sequence was attempted and the pump failed to recognize the cartridge, giving a "no cartridge detected" warning. Force sensor calibration reading was not able to be obtained due to the load step malfunction. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.